Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string completely came loose while removing the tampon leaving the tampon stuck. Consumer experienced string broke and was able to manually remove the tampon. Consumer is doing fine.